Event description:
It was reported that the data files showing 113 (reduced water temperature control) due to the chiller temperature not being able to be maintained below 20c. Based on this data file biomed stated this was indicative to a failed chiller. Per sample evaluation results received on 14feb2023, the root cause of the reported issue was due to a failed chiller compressor fan. It was reported that the chiller connection to the ac main voltage circuit card shows signs of electrical overstress. It was stated that replaced the double bend tube due to expansion of the tube found during servicing. It was also stated that the circulation pump flowmeter was replaced due to the old one coming apart during servicing. It was noted that the chiller assembly was replaced.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated and the reported issue was confirmed as it was noted that the chiller connection to the ac main voltage circuit card shows signs of electrical overstress. Preventative replaced the ac main voltage circuit card. Completed the 2000-hour pm procedure on the device serviced the circulation pump and mixing pump, replacing heater lot 1839 with lot 2230, and replacing both manifold o-rings and drain valves. The device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required and the labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the data files showing 113 (reduced water temperature control) due to the chiller temperature not being able to be maintained below 20c. Based on this data file biomed stated this was indicative to a failed chiller. Per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was due to a failed chiller compressor fan. It was reported that the chiller connection to the ac main voltage circuit card shows signs of electrical overstress. It was stated that replaced the double bend tube due to expansion of the tube found during servicing. It was also stated that the circulation pump flowmeter was replaced due to the old one coming apart during servicing. It was noted that the chiller assembly was replaced.